Manufacturer narrative:
(B)(4), date sent 8/25/2023, d4: batch #988a66. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with two reloads (b and c) present. The reload (b) batch 132c57 was returned fully fired with two b-formed staples on the reload deck and the reload (c) batch 979a42 had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned reloads had the swing tab in the locked position. The reload (c) was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reload b: tcr75, 132c57, fully fired with two b-formed staples on the reload deck. Reload c: tcr75, 979a42, 34 drivers up. A manufacturing record evaluation was performed for the finished device batch number 988a66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. B3: only event year known: 2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was impossible to staple with the device until the end of the reload. There was a blockage, despite the absence of material between the jaws. At the removal of the device, 2 apparent staples were not tightened. It was required to reinforce the end of the staple line with stitches.